Manufacturer narrative:
Patient was revised to address osteolysis, suspected metallosis, and pain. Discolored tissue was found. (B)(4). The devices associated with this report were not returned. Per wi-3430, a review of the device history records is no longer required for the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address osteolysis, suspected metallosis, and pain. Discolored tissue was found.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/18/1-pfs and medical records received. After review of the medical records for MDR reportability, lab values confirmed the elevated metal ion levels. There is no new additional information that would affect the existing investigation. The complaint was updated on:3/4/2016 .

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/1/16- pfs and medical records received. Pfs and medical records reviewed. Pfs reported prosthesis failure, metal poisoning, constant limp, loos ob bone tissue, muscle fatigue, constant pressure on left leg related to unstable prosthesis, groin pain, catching and clicking, increase loss range of motion. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 20, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/25/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis and increased metal ions. There was no mention of any metallosis. No labs were provided for the elevated metal ions. The stem is being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 8/13/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.